Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be removed and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings:. A review of the black box showed no evidence of a no power event. One power on reset event in the black box was associated with a battery and cartridge change. The pump was returned with the battery cap stuck/difficult to remove. The pump powered on with the returned battery cap. The battery cap was able to fully tighten but the coin slot was worn. The battery cap measurements were within specifications. The battery compartment was cracked in the thread area below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots, loss of power, or call service alarms were duplicated. (B)(4).